Manufacturer narrative:
Batch review performed on 17 january 2022: lot 2004027: 17 items manufactured and released on 27-apr-2021. Expiration date: 2026-apr-13. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported event. Additional device involved: batch review performed on 17 january 2022: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2108189: 90 items manufactured and released on 16-sep-2021. Expiration date: 2026-sep-02. No anomalies found related to the problem. To date, 75 items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At about 1 month and a half after the primary surgery, the surgeon revised the glenosphere and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 january 2022: lot 2004027: 17 items manufactured and released on 27-apr-2021. Expiration date: 2026-apr-13. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported event. Additional device involved: batch review performed on 17 january 2022: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2108189: 90 items manufactured and released on 16-sep-2021. Expiration date: 2026-sep-02. No anomalies found related to the problem. To date, 75 items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At about 1 month and a half after the primary surgery, the surgeon revised the glenosphere and liner. The surgery was completed successfully.